Manufacturer narrative:
(B)(4). No device evaluation was possible as no devices were returned. A review of device history records was not possible as a valid lot number was not provided by the reporter. There were no internal processing issues which could have contributed to the nature of the complaint. A complaint history review was not possible as a valid lot number was not provided by the reporter. The lot number that was provided is invalid. Due to lack of information, it is not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported while using a fast-fix 360 curved needle delivery system device that during a knee scope, three devices were placed on sterile field, 2 of which did not deploy properly. The smith-nephew rep was present at the time of event; the devices were not given to rep at that time. Follow up information revealed that the t1 implant on two devices deployed but when the surgeon went to deploy t2, they would not deploy. Both t1's were removed from the patient using a grasper. An additional device was used successfully to complete the procedure." The provided lot/batch number was not recognized.